Manufacturer narrative:
The date of event has been updated. The following information has been corrected: date of event: (B)(6) 2019.

Event description:
It was reported that the top of the bd vacutainer® k2 edta (k2e) blood collection tube stopper was observed to be defective and looked "melted". The following information was provided by the initial reporter: they drew a patient today and the lav top was defective. The cap on it looked melted is all I can describe how it looked. She also said that she tried four other lavender tops before she got one to work for her. The lot number is 8249514.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective stopper molding was observed. Further investigation activities have been conducted through CAPA#796739 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#796739 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identifed the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that the top of the bd vacutainer® k2 edta (k2e) blood collection tube stopper was observed to be defective and looked "melted." The following information was provided by the initial reporter: they drew a patient today and the lav top was defective. The cap on it looked melted is all I can describe how it looked. She also said that she tried four other lavender tops before she got one to work for her. The lot number is 8249514.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the top of the bd vacutainer® k2 edta (k2e) blood collection tube stopper was observed to be defective and looked "melted". The following information was provided by the initial reporter: they drew a patient today and the lav top was defective. The cap on it looked melted is all I can describe how it looked. She also said that she tried four other lavender tops before she got one to work for her. The lot number is 8249514.